Event description:
Rptr had a thermal ablation done. This was to elevate heavy bleeding and not have their menstrual cycle every 14 days. Rptr also had a laparoscopy done at the same time, along with a d&c. In the days that followed the procedures, rptr became very ill. After going to the ER on the 3rd day post op, they found out that the physician had nicked their intestine with the laparoscopy which resulted in a collapsed lung, pneumonia, and sepsis. Rptr was extremely ill for about one month. With this in mind rptr did not have a menstrual cycle for about 3 months, then it came back with a vengeance. Rptr has returned to having menstrual cycles every 14 days with the exception that rptr is now experiencing cramping for atleast 9 days along with the cycle.